Event description:
It was reported the device was getting hot and had to use a damp towel to wrap around the drill while being used. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: drill: 1845000 indigo high speed otologic, 510k: k081475, serial # (B)(4), lot# 208309894, MFR date: 2014-05-08. Attachment: 1845010 indigo otol straight, 510k: k081475, serial# (B)(4), lot# 207155377, MFR date 2013-08-21. (B)(4).